Event description:
It was reported that the maxzero leaked from the connection to the IV when infusing unspecified fluids. The inpatient oncology unit staff stated that all central lines have pure hub caps when the leaks occur. The patient was not harmed as a result of the leak.

Manufacturer narrative:
The customer¿s report that the maxzero leaked was not confirmed. The maxzero connector (lot provided as 18115700) and mating components used during the reported event were not returned for investigation. Received was 1 new unopened (associate) maxzero connector mmz1000-07, lot 18115701. No defects or anomalies were noted upon magnified inspection. Functional and pressure testing was performed without leaks or issues observed. The root cause was not identified.

Manufacturer narrative:
No product returned. Because no product was returned , no failure investigation could be performed. The root cause of the customer's experience was not identified. Concomitant medical products: pure hub caps and central lines. Patient demographics provided - adult.

Event description:
It was reported that the maxzero leaked from the connection to the IV when infusing an unspecified chemo drug. The inpatient oncology unit staff stated that all central lines have pure hub caps when the leaks occur. The patient was not harmed as a result of the leak.